Event description:
It was reported that during a chronic catheter placement procedure, the device allegedly had issues. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp implantable port kit was returned for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. A fracture was noted to the port stem as a portion was missing. The edges of the port stem were noted to be jagged and the surface was noted to be granular throughout. Therefore the investigation is confirmed for the identified fracture and material separation issues. However the investigation is unconfirmed for the reported limited information as the specific failure like complete fracture of the port stem was identified and confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.